Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-16245. It was reported the patient experienced ineffective therapy with their scs system and was no longer receiving adequate coverage in the lower back. As a result, surgical intervention occurred wherein the leads were explanted and replaced with a paddle lead to address the issue.

Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The lead was returned cut and incomplete. Only a 4.5cm terminal end segment was received. No physical or functional anomaly was observed that would contribute to the issue. It was reported the lead was cut and a part of the lead was left inside the patient¿s body during the explant procedure. As such, the issue could not be fully analyzed due to insufficient material received.